Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform prime test due to motor error alarms. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on display window and missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 278mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.